Event description:
Robot malfunctioned in the middle of the case. The need to "open" was based on the inability to properly identify the ureter and the prudent option was to undock the robot and proceed with an open procedure.